Event description:
It is reported that the ohs plate broken inside pt within four months.

Manufacturer narrative:
H6 device not returned; no evaluation will be performed. If the device becomes available a supplemental report will be issued. The indication for ohs plats are: basic neck fractures, arthrodesis of the hip and trochanteric fractures. It is mentioned that the device has not been proven for use with subrochanteric fractures. Surgeon should be especially cautious with fractures at the plate-barrel junction and reverse introchanteric fractures.